Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump continues to alarm prime/no delivery. The patient stated that he changed his cartridge and infusion set but the pump continued to alarm. Customer support (cs) reviewed the patient's prime history and found that he had primed 58 units on insulin and continues to state that nothing came out of the tubing. The patient stated that everything was fine this morning after he changed his infusion set and cartridge but then at about 1345 the pump continued to alarm. The patient stated that they do not cycle cartridge. The patient removed cartridge from cartridge compartment and there was no insulin in cartridge. The patient denied any low cartridge or empty cartridge warnings. This is when cs found that the patient had primed large amounts of insulin and denied anything coming out of the tubing. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.